Event description:
The implant failed due to unknown reason. The implant was placed at #15 and removed after 1 year. One stage surgery, good oral hygiene, good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no information about medical condition of pt.